Manufacturer narrative:
The reported event that locking screw axsos 3 ti 4.0mm / l34mm was alleged of 'component/device stuck' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected devices (screw and plate) must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
During axsos ph surgery, a screw could not be locked to the plate.